Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The device's expiration date was on december 2005. As reported, the patient underwent implantation of an optease inferior vena cava (ivc) filer, the indication for implantation was massive pulmonary embolism (pe). Per the medical records, the patient has a history of foot surgery. Approximately one month after implantation, it was found to have embedded in the wall of the ivc making retrieval impossible. Subsequently, the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, deep vein thrombosis (dvt), and retroperitoneal hematoma. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that a month and four days post implantation, the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient reports to also be suffering from emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The retrieval was attempted one month after implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Ivc perforation and retroperitoneal hematoma are known potential adverse event associated with the use of ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, approximately one month after an optease inferior vena cava (ivc) filter was implanted, it was found to have embedded in the wall of the ivc making retrieval impossible. A subsequent legal brief was received indicating that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, deep vein thrombosis (dvt), and retroperitoneal hematoma. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that a month and four days post implantation, the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient reports to also be suffering from emotional distress, mental anguish, anxiety and stress. Per the medical records, the patient history of foot surgery and massive pulmonary embolism (pe) prior to the filter implantation. The following additional information received per the patient profile form (ppf) indicates filter embedded in wall of the ivc. Removal attempted but unsuccessful percutaneous removal procedure approximately one month post index procedure.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent implant of a optease inferior vena cava (ivc) filter. The information provided indicated that approximately one month after the implant, the filter was found to have embedded in the wall of the ivc making retrieval impossible. Additional information indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, deep vein thrombosis (dvt), and retroperitoneal hematoma. The patient is also reported to have experienced mental anguish, anxiety and stress. The indication for the filter placement was a history of foot surgery and massive pulmonary embolism (pe). The filter was placed via the left internal jugular vein and deployed below the renal veins, there were no reported complications. Approximately one month later a percutaneous attempt was made to remove the filter. The procedure was unsuccessful as the hook on the inferior aspect of the filter was against the caval wall and angulated inferiorly. Because of this, the procedure notes indicate, the filter was somewhat adherent to the ivc and could not be removed. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. The retrieval was attempted one month after implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Ivc perforation and retroperitoneal hematoma are known potential adverse event associated with the use of ivc filters. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics and does not represent a malfunction of the device. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (r0103912) presented no issues during the manufacturing process that can be related to the reported event. This report is a follow up report to MFR number 9616099-2016-000325 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, approximately one month after an optease inferior vena cava (ivc) filter was implanted, it was found to have embedded in the wall of the ivc making retrieval impossible. A subsequent legal brief was received indicating that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, deep vein thrombosis (dvt), and retroperitoneal hematoma. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates that a month and four days post implantation, the patient underwent an unsuccessful attempt to remove the filter percutaneously. The patient reports to also be suffering from emotional distress, mental anguish, anxiety and stress. Per the medical records, the patient history of foot surgery and massive pulmonary embolism (pe) prior to the filter implantation.